Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional device referenced in b5 is captured under a separate report.

Event description:
According to the available information when removing the urine bag, the catheter broke. The catheter had to be removed earlier than planned. This happened twice (two different patients, two different users).

Event description:
According to the available information when removing the urine bag, the catheter broke. The catheter had to be removed earlier than planned. This happened twice (two different patients, two different users).

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we find another complaint ans the same lot number 10633671 by the same user. On 09th march 2026, we received one used sample. After decontamination, we observed 2 breakages at 2 levels: breakage at the funnel level. Breakage of the irrigation way. Judging by the edges of the tube and the funnel, these breakages could be tears caused by excessive force.